Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The trigger unit was received with a broken core guard position selector knob. This condition may have caused the blade not to extend fully. However, during the evaluation, the evaluator was able to change the core guard selector position with extra effort.

Event description:
It was reported that a patient underwent a hysterectomy on (B)(6) 2011. During the procedure, the blade of the device would not advance. It is unknown how the case was completed. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Blade will not advance. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-02003. The same patient is represented in each medwatch.